Event description:
It was reported that the patient was experiencing allergies when charging. It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg will not be returned.